Event description:
Pt called lfs and alleged that the vial of test strips that the pt was using was cracked. This can lead to falsely high results. The pt also alleged that their meter was reading inaccurately erratic. The pt reported two sets of results: 97 and 130 mg/dl and 98 and 137 mg/dl. These tests were done within 10 minutes. The test vary more than acceptable by the co's criteria. The control solution was in good condition but the pt did not have any test strips available to troubleshoot. The testing technique was correct. The pt did not allege any harm or injury. Based on the info provided there is evidence of a strip malfunction. However, there is no evidence of the issue contributing to a serious injury. The test strips are being replaced for the pt. No further info has been reported.